Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector noted. Device passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had difficulty pressing the buttons on the insulin pump and her blood glucose had been high for the last 3 days. Customer's blood glucose was 386 mg/dl; most recent value was 362 mg/dl. The drive support cap is recessed. The cannula was not bent and the insulin pump passed the high pressure test. Customer declined to check the settings. She also reported that the insulin pump had a crack on the right hand corner of the screen. Customer stated he dropped the device prior to getting a shower. The insulin pump was replaced and returned for analysis.